Event description:
Same case as: 2134265-2015-03204. It was reported that the rotawire broke and vessel perforation occurred. The target lesion was located in the tortuous distal left main artery and ostial circumflex (cx) artery. A 1.50mm rotalink¿ plus and a 330cm rotawire were selected and advanced to the cx. After a 1.50mm burr made three passes to treat the lesion, the burr was removed from the patient¿s body. The physician then decided to reintroduce the burr and after several passes was performed, the burr made a sudden change in direction. It was noted that the rotawire broke and the burr perforated the proximal circumflex artery. The physician was able to rewire the cx but failed to deliver a non-bsc covered stent. The patient was taken to surgery to remove the wire and bypass the artery. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).